Event description:
It was reported the customer's insulin pump was slow to rewind. The customer also reported a noise during the rewind process. Customer also stated their battery only lasts a week and a half. The customer also did not report any damage to the insulin pump and their drive support cap was recessed. Customer will monitor their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.